Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5079492) on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), ill-defined disorder ("illness") and anxiety ("agony"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ill-defined disorder and anxiety outcome was unknown. The reporter considered anxiety, ill-defined disorder and medical device removal to be related to essure. The reporter commented: her children have been removed from her care due to illness. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079492) on 14-sep-2018. The most recent information was received on 17-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), ill-defined disorder ("illness") and anxiety ("agony"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ill-defined disorder and anxiety outcome was unknown. The reporter considered anxiety, ill-defined disorder and medical device removal to be related to essure. The reporter commented: her children have been removed from her care due to illness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.